Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted on (B)(6) 2024. The patient experienced inaccurate cgm values which occurred 2 days after the sensor had been inserted. On (B)(6) 2024, the reporter stated the cgm reading was high at 400 mg/dl. The bg reading was not checked, and the patient was self treated with 19 units of unspecified insulin. An unspecified time later, while driving, the patient was diaphoretic prior to loss of consciousness. Because the patient was driving, the patient did not check the mobile display device and therefore the patient did not know the cgm reading at the onset of symptoms. At unspecified time, the patient got into a car accident. Emergency medical services were called by bystanders and the bg reading was 48 mg/dl checked by the paramedics. The cgm reading at that time was not documented. The patient was treated with glucagon and transported to the emergency room. The patient and reporter are unaware of what the blood sugar and cgm reading from the emergency room were. At the emergency room the patient had electromagnetic radiation (x-rays), blood work, insulin several times, and unspecified intravenous. Once the blood sugar was under control, the patient was discharged to home. At the time of the report on 07/05/2024, the patient was home from the emergency room recovering. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.